Event description:
It was reported that the patient experienced possible pacemaker mediated tachycardia. The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: oscor-lead, implanted on (B)(6) 1990. If information is provided in the future, a supplemental report will be issued.